Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, "when performing elastic ligation of esophageal varices, the ligation kit got stuck." The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the device did not deploy bands off of the ligator.